Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2016-03753 / 03754 / 03755 / 07556).

Event description:
It was reported that patient underwent a left total hip revision approximately four months post-implantation due to unknown reasons. The head was removed and replaced.